Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 28 in the mouth, the implant did not achieve osseo- integration in type iii bone. Clinician noted the patient's dehiscence. Fenestration has occurred. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 28 in the mouth, the implant did not achieve osseo- integration in type iii bone. Clinician noted the patient's dehiscence. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.